Event description:
I had a breast implant in (B)(6) 2017 in (B)(6) and after 3 years it started to inflame the left side on a recurring basis, and with other symptoms such as fever, anxiety, insomnia, night sweats, headache, depression. Inflammation worsened in (B)(6) 2021 and explant was required in (B)(6) 2022. Data from the brand natrelle implante mamario texturizado allergann-tsm345. FDA safety report ID# (B)(4).